Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue with the keypad was observed. The device's system board and front panel board were replaced to address this issue.